Event description:
The user facility reported that an employee experienced "nose, cheek and eye swelling and blistering" while handling prolystica hp enzymatic manual cleaner. The employee received an antibiotic and topical ointment.

Manufacturer narrative:
It was confirmed that proper ppe, specifically eye protection was not worn at the time of the event. The employee subject of the reported event dropped their hose into the sink while washing instruments causing the prolystica hp enzymatic manual cleaner to splash underneath their faceshield. The prolystica hp enzymatic manual cleaner safety data sheet (sds) states, "personal protective equipment should be selected based upon the conditions under which this product is handled and used. Protective clothing, gloves, protective goggles. Wear rubber gloves or latex-free gloves, wear chemical splash goggles or safety glasses, wear suitable protective clothing." User facility personnel were counseled on the importance of wearing proper eye protection when handling prolystica. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.